Event description:
Customer reported receiving inaccurate readings on the insulin pump. Customer stated that it constantly told her blood glucose readings was 45 mg/dl while the blood glucose reading was really 115 mg/dl. Customer also reported receiving a calibration error alert while sitting. Customer's blood glucose reading at the time of the call was 115 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.